Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned device confirmed damage due unintended contact of the saw blade with the device. The investigation did not find any evidence of product error as a contributing factor and did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 4 in 1 blocks were frayed on edges were tearing gloves. Need to be dulled down or replaced. No surgical delay.